Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump site reminder setting was incorrect, though tandem technical support was unable to determine the exact nature of the issue. During troubleshooting, tandem technical support found that site reminder was set to every two days, which customer confirmed was their preference; however, customer also still maintained that settings were incorrect. Tandem technical support was unable to obtain further information. There was no reported impact to blood glucose.